Event description:
Complainant alleged that before use, the device displayed "technical failure 316" and "technical failure 401" messages. Complainant indicated that there was no patient involvement in the reported issue.

Manufacturer narrative:
This device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. G4: PMA/510(k) # - the device is a similar device marketed in foreign countries and is not marketed under the 510k. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Manufacturer narrative:
The device log files were provided to technical support for evaluation. The logs confirmed the reported errors occurred which were consistent with a failed blower. Technical support performed troubleshooting advising biomedical engineer to replace the blower assembly with a known good blower. Post replacement testing and log review confirmed the errors were no longer present. Customer was advised to replace the blower assembly to resolve the reported issue. D4. UDI# - complete UDI # has been provided and updated on this supplemental report.